Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they have gotten to the end of their course and still had gaps between their teeth and the aligners. The patient stated that they have gone back a few steps and still have the same problem. The patient said that they had kept them on longer but no change. They are thinking the aligner is the issue. The patient also mentioned that they get cuts and bad discomfort/lesion on the inside of their mouth from the aligners, likely due to clenching or grinding, poorly fitting aligners, or irritation from excessive movement.